Event description:
It was reported that the pump touchscreen was chipped and cracked, causing issues with the responsiveness of the touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.